Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced several unexplained systemic symptoms post procedure. Dizziness, fogginess, tumors on the ovaries (not removed), half of thyroid removed due to tumors in 2013 (not attributed to implant), metallic taste, lower back pain, acne, osteoporosis, pituitary tumor, hormone imbalances, night sweats, flushing, infertility problems, and inflammation were all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-18128 for contralateral prosthesis report.